Event description:
It was reported that the clip was malformed/crooked. The device had been used on the pt. The clip crossed at the tip of the device, not in the pt. The clip was wrapped around the tip of the device. Another device was used to complete the case. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip in the jaw. The jaw appeared to be in alignment, and the push fork and jaw clearance were acceptable. Upon evaluation, the six remaining clips were fired from the device. The clip that was in the jaw upon return was produced with proper pinch , but was scissored. The five other remaining clips were cycled, fed, and produced with proper pinch and alignment. After the last clip was fired the locking mechanism engaged as intended. The device history record was reviewed, and no discrepancies were noted.